Event description:
Information received indicates the head of the bed will not stay up.

Manufacturer narrative:
The technician found the manual CPR valve was leaking and causing the head cylinder to slowly lose hydraulic pressure. He replaced the manual valve to repair the bed.